Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The insertion site was lower back. The blood glucose level was high for four hours.the blood glucose level was 300mg/dl at the time of the event and got treated with insulin pump. No further information available.